Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was a loss of air between the clips of the circular seam row. The surgeon oversewed the line to tighten the colo-rectostomy. There was no further impact to the patient.